Manufacturer narrative:
The reported event of high current drain was confirmed. Based on the provided information, the presented high current was due to an inappropriate handling of the high output event.

Event description:
Related manufacturer report number: 2017865-2023-38112. It was reported, that the programmer exhibited an incorrect longevity estimate, because of a battery longevity calculation overestimation. Additionally, it was noted, that the pulse generator exhibited, high current battery drain after the patient underwent magnetic resonance imaging (MRI). No patient complications have been reported as a result of this event.